Manufacturer narrative:
Approximate age of device ¿ 3 years and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2018 the lvad was turned off due to thrombosis. The driveline was cut and tucked and the patient remained without circulatory support. Reportedly, there were no device issues associated with the patient's outcome. Additional information has been requested, but not yet provided.

Event description:
Additional information was received on 16aug2018 stated that thrombus was suspected but not acute. It was suspected on the patients previous admission; however, the patient refused to have the pump turned off. The patient presented with worsening heart failure symptoms, shortness of breath (sob), no energy, edema, and lactate dehydrogenase (ldh) trended up. The patient had worsening symptoms for more than a year but became worse in prior 6 months. Treatment prior to pump exchange was medication management. The patient is not a heart transplant candidate.

Event description:
It was previously reported that prior to pump exchange treatment was medication management. The patient did not have a pump exchange. The pump was turned off.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.